Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator shut off and generated obstruction-related alarms during patient use. Hospital staff responded to the alarms, and as a precaution the patient was moved to an alternative device; no patient harm was reported. Log file analysis showed repeated ¿exhalation obstructed¿ and high-pressure alarms. During the technical evaluation, the expiratory valve assembly was identified as defective. The expiratory valve assembly was replaced, and the ventilator successfully passed all functional and performance tests. The device was returned to clinical use. No further information was received. The case is considered closed.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): it was reported that the hamilton-c6 shut off during patient use and displayed obstruction alarms. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.